Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and fracturing the distal portion of the humerus. The surgeon took out the discovery elbow humeral component and humeral condyle kit and replaced them with a longer humeral component to get past the fracture site and put a new humeral condyle kit in as well. The surgeon used plates and cables from another company to fix the fracture.